Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly stuck and failed to advance even after many attempts. Therefore, the delivery sheath was cut with the surgical scissors and removed. The procedure was completed using another sheath. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit was returned for evaluation. Following components were received: dilator, introducer sheath, pusher catheter, filter storage tube and touhy-borst adapter. The pusher wire was noted to be detached from the pusher catheter, introducer sheath was noted to be in two segments. Filter was noted to be stuck inside of segment one of the introducer sheath. No skiving or bowing was noted to the storage tube. No damage noted to the dilator. Based on the findings, the investigation is confirmed for the reported failure to advance and the identified pusher wire detachment issues as the filter was noted to be stuck inside of segment one of the introducer sheath and the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the reported failure to advance issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024).